Event description:
The customer reported an alarm. Troubleshooting was performed. The alarm did not occurr. Later the customer called back and stated that the pump is not alarming and the audible tone could not be heard. The self-test was completed and there was no audibe tone. Suggested the customer to discontinue the pump use and use manual injections.